Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states that an ae was received for infection. Event meets the definition of serious and is considered moderate. Event is definitely not related to device and possibly related to procedure. Treatment includes irrigation and débridement. Event is considered resolved. Update: jun 05, 2017: the patient was revised to address infection on (B)(6) 2017. Depuy insert was revised. This complaint was updated on jun 14, 2017.

Manufacturer narrative:
Additional narrative: the device associated with this report was not received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.